Event description:
It was reported that the stent was placed in the mid cx lesion, that appeared to be a 2.5mm vessel (contrary to IFU). After deployment of the stent, a perforation was noted in the vessel in the middle of the stent. Attempts to resolve the perforation with another company's balloon were unsuccessful due to a malfunction of the balloon. The patient was sent for emergency CABG and died during surgery. There was no malfunction noted in the tetra stent or sds. Relationship between device and patient outcome cannot be established.